Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, a ventilator became inoperative. The patient was manually ventilated, and transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.